Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the bottom part of the customer's insulin pump is broken. Caller stated that last week the customer got out of the shower and noticed that the bottom part was off the pump. Caller stated that the pump is currently working as they have it taped but it is still broken. Customer places the pump on the side of the sink when he showers, but he didn't say anything about how the damage happened. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Caller stated that the customer was hospitalized last month but it was not due to diabetes or his insulin pump.

Manufacturer narrative:
The pump was received with a detached end cap, minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.